Event description:
It was reported that dislodgement caused noise resulting in inappropriate shocks. Lead was repositioned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.